Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the replace generator soon message was displayed on the patient controller indicating the generator was approaching its end of service. It is unknown when the patient received the message. Diagnostics indicated the message was prematurely displayed. Over time the patient lost therapy and their ipg became unable to communicate with their external device due to it being inoperable. Troubleshooting attempts were unable to provide resolution. The patient may undergo surgical intervention in the future.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.